Event description:
Information received by medtronic indicated that customer had hyperglycemia. Customer reported insulin flow block alarm. Customer the blood glucose value during time of event was 1000 mg/dl. Customer was admitted to the ER. Customer was diagnosed with dka. Customer reported symptoms of nausea and vomiting. No further patient complications were reported. Troubleshooting was performed, customer reported insulin exit during 5 unit. Advised customer to change infusion set system and the issue was not resolved. The customer will discontinue use of the device. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Correction in summary: information received by medtronic indicated that, nurse reported insulin pump had insulin flow blocked alarm that occurred on (B)(6), 2022. Customer was hospitalized on (B)(6), 2022 and visited the emergency room for hyperglycemia and diabetic ketoacidosis. Customer was initially treated with insulin drip, then treated with insulin pump. Helpline said it could be site related issue or site/set occlusion. Insulin pump passed displacement test and self-test. Insulin pump system and sensor was used with in 48 hrs of the reported incident. It was unknown whether auto mode feature was active at the time of event or not. Customer will continue use of the insulin pump.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section b5 and h6 was not correct. Corrected information have been provided in section b5 and h6 with this report.